Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation underneath the lifevest electrodes. The patient's home health nurse applied calamine lotion to the irritation and the irritation healed.